Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation and the customer reported condition of overinfusion was not confirmed, therefore no assignable cause could be determined. One used sample was received containing no fluid in the reservoir. Upon receipt, the sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; however, none were found. Per standard procedure, a functional flow test was conducted on the sample for 134.4 hours. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated = 0.4622, normalized = 0.4738. The flow rate was found to be within specification (0.4375 - 0.5625 ml/hr). Based on the functional flow test results, the reported problem could not be confirmed. Although attempts have been made by baxter to obtain additional clinical information related to the client's medical intervention and outcome of this event, no additional information was received from the facility. If additional information becomes available, a follow up report will be submitted.

Event description:
Baxter (B)(4) received a report that a 0.5 ml/hr infusor overinfused during patient use. The total fill volume was infused over the course of 120 hours rather than 168 hours. There was patient involvement, but there was no report of patient injury or adverse reaction in association with this event. There was a report of medical intervention necessary however, there was no information regarding the patient outcome. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter is attempting to obtain additional clinical information related to this incident. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.